Manufacturer narrative:
(B)(4). B5: describe event or problem - subsequent to the initial MDR, additional information is available. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up- additional information. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and failed. Perform voltage testt was performed and failed. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.